Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9,h4,h6(remove component codes: 4733-connector/coupler, 841 - imager and medical device problem codes: 1131 - corroded, 1305 - image orientation incorrect). Additional information added to field d8,h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction "knob-wire broken" was confirmed. Based on the results of the investigation and the information provided, it was presumed that excessive stress was applied to the knob-wire during procedure, which led to acceleration of fatigue breakage at the wire. However, a definitive cause could not be determined. The event can be detected by following the instructions for use which state: 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope had distorted image, broken elevator wire and corrosion on electrical connector. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.